Manufacturer narrative:
Investigation summary: neither sample or picture have been received for investigation. DHR of lot 1806243 has been reviewed not finding any annotation or deviation regarding the alleged defect. Tightness test is performed to every syringe in assembly station during assembly process. In case any fails it is rejected to scrap automatically. Silicone content test is controlled in every lot during manufacturing process. On checking silicone content results performed during manufacturing process in lot 1806243 according to pc-017 procedure, they are within specification limits procedure (jg-500 value limits for 50ml syringes max: 18mg). According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection -molding: 2 injections per shift. -printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. -assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2.functional inspection printing: once in the first pallet and once in the last pallet of the lot. Assembly: once in the first pallet and once in the last pallet of the lot. Primary packaging: once in the first pallet and once in the last pallet of the lot. Since no incidence has been found in DHR review and no samples has been received, a definitive root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification.

Event description:
It was reported that bd plastipak¿ syringe leaked past the stopper. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe leaked past the stopper. No serious injury or medical intervention was reported.